Manufacturer narrative:
(B)(4). Results: (endoleak), (severe tortuosity of the descending aorta and severe angulation at the lesser curve of the arch, approximately 55 degrees). Conclusion: (severe tortuosity of the descending aorta and severe angulation at the lesser curve of the arch, approximately 55 degrees).

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The distal aorta required coil embolization of the splenic artery prior to stent graft placement in order to achieve a distal seal just proximal to the sma. The hepatic and gda had separate origins just distal to the sma. The distal seal zone was approximately 2 cm long and measured 34-32 mm. Proximal seal zone was approximately 34-32mm long of 20cm according to the physician. The patient had severe tortuosity of the descending aorta and severe angulation at the lesser curve of the arch, approximately 55 degrees. It was reported that the first device, (B)(4) was successfully implanted at the origin of the sma. However, after graft deployment and bare spring release, the tip capture spindle caught on the edge of bare spring during tip recapture. The delivery system was rotated and proximal manipulation didn't resolve issue. The physician pulled the lunderquist wire down and tip direction change enough to enable retraction of the nose cone back into the delivery system. The delivery catheter was removed from the patient. The next angiogram demonstrated a type I proximal endoleak (ref MFR# 2953200-2011-00357). A second stent graft, a (B)(4) was successfully implanted proximally and modeled with a coda balloon. However, the second angiogram demonstrated that there was still a proximal type I endoleak (ref MFR# 2953200-2011-00358). A third graft, a (B)(4) graft was implanted distal to the left subclavian. However, after graft deployment and bare spring release, the tip capture spindle caught on the edge of bare spring during tip recapture but was easily rotated to recapture and the delivery catheter was removed from the patient. A third ballooning was done and final angiogram showed proximal type I resolved. A type I distal was observed on a retrograde injection. The physician believes that the endoleak will resolve without treatment, and will continue to monitor the patient. No clinical sequelae were reported, and the patient is fine. The delivery system was discarded.